Manufacturer narrative:
Concomitant medical products: product ID 3058, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had an accident and she has two interstim neurostimulators for her bladder. After the accident she is also having bowel incontinence. There was no surgical intervention that occurred. Patient has been notified that product should be returned to medtronic. No further patient complications are anticipated or expected as a result of this event.